Event description:
A malfunction alarm with code malf 12 was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer with resetting the pump and reconnecting the cgm, and the customer was advised to reload the cartridge and resume insulin. The malfunction did not recur after the reset, allowing continued use of the pump, with instructions to report any recurring issues.